Manufacturer narrative:
The pump was received with a cracked case behind the pump at the battery compartment, broken battery tube threads and intermittent button response due moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to no button response. No moisture damage on the keypad assembly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there was a crack by the battery cap and the clip rails. The customer¿s blood glucose level was 436 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.